Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital due to "implanted device leakage". The patient needed a device replacement along with triple bypass surgery. Follow up for clarification was attempted. No further patient complications have been reported as a result of this event.